Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 1000 mg/dl and was "unconscious part of the time"; cause was not clear. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged 5 days later. No additional information regarding this event was available. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.